Manufacturer narrative:
Implant date: information received states the device was implanted (B)(6) 2016. Upon receipt of the pressure regulating balloon, control pump and occlusive cuff of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The balloon component was visually inspected, microscopically examined, and tested for leaks. The balloon kink resistant tubing (krt) was identified to have extensive damage exposing the filament. Microscopic examination identified that the krt tear was consistent with a cut by a sharp instrument rather than a material tear. It is most probable that this occurred during explant and will be considered a secondary failure and not a product malfunction. The balloon was not functionally tested due to unknown product specifications and further testing did not deem necessary as a malfunction was identified in the cuff component. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested due to the identified malfunction in the cuff component. The cuff component was visually inspected, microscopically examined, and tested for leaks. The cuff appeared to have distinguished folds. A pinhole leak was identified proximal to the cuff seam consistent with wear and fatigue at a corner of a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The analysis concluded the fluid leak could affect the functionality of the device; however, product analysis could not confirm the reported clinical observation as it is unknown.

Event description:
It was reported the patient had the artificial urinary sphincter removed due to unspecified reasons. Product analysis identified a malfunction with the cuff component. No patient complications were reported.